Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, slim patient. When walking, sudden pain and buckling of the right hip. In the hospital (B)(6), where the prosthesis was implanted on (B)(6) 2015, the surgical expansion attempt was carried out. After this failed, the patient relocated to our clinic. Fortunately, we were able to remove without much damage to the bone and we were able to implant a monoblock shaft cement without cement.